Manufacturer narrative:
There were no issues found during the review of production records; there is no correction or remedial action necessary.

Event description:
No additional information has been provided.

Manufacturer narrative:
Additional data: b5, d4 (lot number), d9, h3, h4, h6 (type of investigation), h10.

Event description:
No additional information has been provided.

Event description:
Information was received that the patient was found to have hypertrophic non-union. The non-union was treated with lavage, refresh cuts, iliac grafting and osteosynthesis. The patient was reported to have also had metallosis and the working components of the nail were noted to be exposed with grease. The metallosis was not concluded via lab analysis as it was described to be related to the reported grease the nail was reported to have been implanted for longer than the recommended timeframe and during the removal procedure it was found to be broken. The patient was noted to have been weightbearing. There was no patient history of trauma or accidents. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the nail has been returned to nuvasive for evaluation. Upon receipt, the device was examined and found to be exhibiting bending along two points, a fractured housing tube at the distraction end, and the absence of the anti-rotation lug. Additionally, cross-threading was noted at the threaded end, and the distraction rod displayed unrestricted spinning and pistoning. Visible staining was evident throughout the housing tube surface. Device x-rays of the internal components revealed gear train separation, leaving a sun and planet component within the housing tube, with two such components still attached to the distraction rod. Examination indicated a slipped thrust bearing ferrule and retainer. Review of production x-rays uncovered weak contact between one of the devices in this lot and the housing tube with retainer grooves. As the device was found to be broken and non-functional, functional testing was unable to be executed. Photographic evidence from the visual inspection substantiates the presence of discolored lubricant. It should be noted that the implantation time was approximately 4 years, significantly above the recommend implantation time per the precice instructions for use (IFU). In conclusion, all component and device damage, including the discolored krytox (lubricant), is consistent with patient weight bearing. Additionally, the provided patient x-rays and device photos were reviewed and confirmed the following: the device has black material on it. Plain anterior-posterior radiograph of the left femur indicates there is an atrophic nonunion of the distal femur at the level of the metaphysis-diaphysis junction. The nail appears to be slightly bent at the level of the femoral nonunion. Device record review: a review of the device history record (DHR) indicates the device was manufactured by the specified requirement at the time and met all of the required specifications prior to shipment. Device labeling: per the precice IFU, the "device should be removed after implantation time of no more than one year".

Event description:
No additional information has been provided.